Event description:
Initial report that devices were generating an e5 error (end of life error) during a demonstration which indicated that the devices were beyond their 24-hour life which did not indicate the incident as reportable. However, upon analysis of the devices performed on (B)(6) 2013, it was determined that two of the devices had flaking / chipping device insulation coating which triggered the incident as reportable.

Manufacturer narrative:
Product event # (B)(4), investigation plan: visual inspection: functional inspection ¿ pulsar ii generator testing performed: device: plasmablade 4.0 product sku: ps200-040e, serial lot number: # 0205916355, expiration date: not available mdt rga number: # (B)(4) quantity returned: 1 device labeled as device # 1 received in a (B)(4) mailer envelope, not bagged in biohazard bags. No packing peanuts or bubble wrap to fill the negative space. No original packaging, therefore, unable to confirm product and lot numbers. Visual inspection: device # 1: appears used with coating missing, marks and scrapes on electrode and on the edges. Buttons have a normal tactile feel. All components appear in place, intact and undamaged. Functional inspection: device # 1: device was connected to a pulsar ii generator (ps100-102) eqp # 6794 (calibration due date: 09/2013) device displayed an e5 error code - ¿electrosurgical device has reached end of life¿, indicating that the device was successfully plugged into a generator previously. Used the eprom connector to bypass the ¿end of life¿ error code e5. The device was activated in grounded saline at cut settings 1-10 and coag settings 1-10 with acceptable performance results as indicated by a ¿glow¿ around the edge of the electrode. Product specifications for plasmablade 4.0 - continuity testing ¿ plasmablade ¿ 4.0 <(><<)>(><(><<)><(><<)>)> 10 - for post-activated, from connector pins (left power-pin 1, right power-pin 3, coag mode-pin 2 and cut mode-pin 4) to electrode device continuity <(><<)>(><(><<)><(><<)>)> 10 - for all activations from connector pins to electrode. Extech multimeter - eqp # 681 (calibration due date: 04-2014). Investigation conclusion: the complaint was confirmed by the functional testing during the complaint investigation. All device was connected to a pulsar ii generator and the generator displayed the expected e5 ¿ error code - ¿electrosurgical device has reached end of life¿, indicating that the device was successfully plugged into a generator previously. Each device contains a chip, eprom, with the lot number and the device information as well as a 24-hour timeout to prevent reuse. It can be concluded that the device had been previously used and had reached the 24-hour timeout and was unable to be reused for any testing. While not initially reported, it was found that the 4.0 device exhibited signs of tip insulation coating that was flaking / chipping / peeling. (B)(4).